Event description:
It was reported that the patient presented to the emergency room (ER) with shocks. A device interrogation revealed high pacing impedance, multiple non-sustained episodes and shocks due to noise. The right ventricular (rv) lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. In addition, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4).